Event description:
It was reported that the patient underwent a left hip revision procedure. Subsequently, the patient dislocated, unable to reduce and underwent a revision. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: cat# 00877702803 lot# unk bioloxâ® option, head, l, ã¸ 28/+3.5, taper 12/14. G2: foreign: australia. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device history records identified no related deviations or anomalies during manufacturing. Medical records/radiographs were provided and reviewed by a health care professional. A review of the available records identified findings of the reported issues: no medical records provided for left hip dislocation/revision, only rep¿s information. X-ray image provided correlates with reported dislocation of left hip. Mmi: impressions: bilateral total hip arthroplasties with superior and likely posterior dislocation of the left femoral head. Femoral head sizing appears to be small. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.